Event description:
Related manufacturer reference number: 2017865-2023-20844. Related manufacturer reference number: 2017865-2023-20845. It was reported that a patient presented with syncope, which was alleged to be due to dislodgement of the left ventricular (lv) and right ventricular (rv) leads. No electrical malfunction was reported. During the procedure to address the lead dislodgement, the patient's pacemaker set screw was unable to accept the hex-wrench, was difficult to loosen from the rv lead, and was damaged. The right atrial lead was also unable to removed from the device header. No malfunction was alleged on the right atrial lead. The lv and rv leads were successfully repositioned on (B)(6) 2023. The device was replaced during the procedure on (B)(6)2023. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.